Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower all drawers were failed, not detected on bus required maintenance. Customer tried resetting the ribbon and rebooting, but there was no improvement the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door failed. The field service engineer (fse) treated the tower latches to remove oxidation and restored proper conductivity. The fse also adjusted the width of the channel where the latch spline seats and corrected a warp that was causing rough latch actuation to resolve the issue. The system functioned as intended after the field service engineer repaired the device.